Event description:
It was reported that the tcm would not heat the water during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative found one of the filters clogged due to lack of preventative maintenance. This system was a loaner unit and may not have been cleaned prior to being provided to the customer. The system was cleaned and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.